Manufacturer narrative:
(B)(4). Covidien service engineer inspected the device. No malfunction was found. The alleged malfunction was not verified. The ventilator passed all the required test.

Event description:
It was reported that the ventilator had no tidal volume during patient use. There was no report of patient harm associated with this event.